Event description:
On (B)(6) 2012, the reporter left a message and claimed that the patient was hospitalized for dka because the animas insulin reportedly "failed." The animas representative made several attempts to contact the reporter for more information, but was not successful. This complaint is being reported because the patient allegedly was hospitalized for dka while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box showed that the pump was manually suspended on (B)(6) 2012 at 20:44 and manually resumed at (B)(6) 2012 at 15:56. On (B)(6) 2012 at 11:47, a replace cartridge alarm was recorded, followed by a pump reboot at 13:40; deliveries resumed at 13:46. On (B)(6) 2012 at 16:25, a replace battery alarm was recorded followed by a pump reboot; deliveries resumed at 17:17. On (B)(6) 2012 at 17:18 a replace cartridge alarm was recorded; deliveries resumed at 18:42. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. Unrelated to the original complaint, the display screen had a pinkish contrast. Also unrelated, the keypad was torn at the ok and up arrow buttons. The up arrow and contrast buttons were unresponsive and the down arrow and ok buttons had an intermittent response. The keypad cover was removed and contamination was found under the button contacts. The contamination was removed from the button contacts in order to complete the delivery accuracy testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.